Event description:
The physician was intending to deploy a 3.0 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the mid lad. It was reported that the physician felt that this size of device would be suitable to cover the lesion. Before the device was deployed, it was reported that the physician found the length between the two marker bands where above 19mm and suspected the foreshortening of the device would be too high. Therefore, it was decided to remove the device from the lad and it was deployed in the mid rca. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval: results: (x-ray, fluoroscopy, ivus, CT, MRI, etc), (users experience could not be duplicated). Eval summary: the tip was damaged. There was crystallized residue present in the inflation lumen. Crimp impressions were evident on the balloon. Balloon has been inflated. No further damage noted. Cine image eval: the cd images provided confirm delivery of the 18mm stent to the mid lad and subsequent removal of the device with expansion. There are images of the pre-dilation of the target lesion and the subsequent delivery and deployment of two unidentified stents in the lad. There are no images of the delivery and deployment of the stent in the rca captured on the cd.